Manufacturer narrative:
The product associated with this report will not be returned as the device was not explanted. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional info has been reported to allergan regarding the serial number or the actual implant date. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak of a lap-band in the balloon after several unsuccessful fill attempts. The device remains implanted.